Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump turned off. Review of the history log found several 'improper shutdown' messages; these events are often a result of the customer disconnecting and reinstalling a battery unit, and thus can not effectively be associated with the customer allegation. Evaluation observed depressed contact pins on rear case as assignable cause for customer allegation as depressed pins prevents proper pump and battery integration and thus prevent proper charge delivery from a power cord, causing battery to die and the pump to turn off. Evaluation cleaned the contact pins to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. There was no patient involvement. No additional information is available